Manufacturer narrative:
H10: the actual device was not available; however, four companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing included pressure testing and clear passage under water testing, and no issues were noted. Priming was performed with no issues noted. A simulated therapy was also performed, and there were no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up into the tubing of an unspecified quantity (at least two) of clearlink system nitroglycerin sets. The pump registered that there was air in the tubing. This occurred during patient infusion. The tubing was disconnected from the patient to trouble shoot the problem, but the air would again back up into the medication bottle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.